Manufacturer narrative:
B4 - corrected to 06-oct-2019 in initial MDR. G4 - corrected to 06-oct-2019 in intial MDR. Claim# (B)(4).

Manufacturer narrative:
G4 - corrected to 07-jan-2020 in supplemental medwatch report #1. Claim# (B)(4).

Manufacturer narrative:
Age or date of birth: unk. Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Product code: unk (esubmitter software does not allow for a blank or 'unk' entry). Model #: unk. Device manufacture date: unk. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a lens into patient's left eye (os) on (B)(6) 2019. Per reporter, patient "having progressively edematous corneas." Surgeon "thinks vault may be near 1000 but difficult to tell through cornea, but very certain there is no inflammatory cells (i.e. As in tass or endophthalmitis) through small window of clarity near incision. Reportedly surgeon "stated surgery very smooth and uneventful." First time nuvisc (by bvi, higher weight cohesive sodium ha). Iop was 16 and17, moving up to 26 with increasingly edematous corneas. Intraocular moxifloxacin was used. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.